Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported on an unrelated customer experience that the patient encountered a fluid leak at the blue connector on the liberty cycler set. Follow up with the patient indicates that the patient notified the clinic of the alleged event and was prescribed prophylactic antibiotics. The patient reported there was no complications as a result of the alleged event. Treatment was resumed on the replacement cycler. The patient discarded the alleged device.